Event description:
It was reported that an ilet system using a libre 3 plus sensor failed to pair because the responsible device was not identified, and the sensor later expired, despite troubleshooting and education being completed. Symptoms included hyperglycemia with a blood glucose level of 400 mg/dl. Outcomes included no reported impact to the user beyond loss of intended device function. Investigation included a review of device history and user-reported information. Investigation of this case revealed no confirmed device malfunction beyond an inability to establish pairing and an expired sensor. It was concluded that the event involved loss of communication between the ilet and the cgm sensor with no clinical injury reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.